Event description:
During the transapical tavr procedure, a 23mm sapien xt valve and ascendra 3 delivery system became ensnared in the mitral chordate, requiring a sternotomy to remove the valve. During the procedure, a thoracotomy was performed to obtain apical access. The asc sheath and wire were inserted without a challenge. Balloon aortic valvuloplasty (bav) was performed with little to no hemodynamic change or mitral regurgitation. The valve was prepped and inserted. As it entered the patient, it took a lateral dive, which was peculiar. The team was instructed to pull the device back, change the angle of the sheath and retry crossing the valve, which was unsuccessful. In an attempt to salvage the case, it was decided to remove the delivery system and sheath under rapid pacing and immediately insert another sheath. The wire, which was kinked, would then be removed and the procedure continued. A second valve was prepared to move quickly; however, the system was unable to be removed. It was determined that the valve had become ensnared in the mitral chordae and could not exit the body. The patient was placed on a pump, and a sternotomy was performed. The xt valve was removed and both the aortic valve was replaced and the mitral valve was repaired. The patient tolerated the surgery. She was extubated and at last report, was resting on the med-surg floor. The patient¿s annular valve area measured 365mm2 by CT. Moderate annular calcification, moderate native leaflet calcification and no aortic root calcification were reported. The image intensifier angle was reported to be good. It was noted that during the mitral chordae entanglement, there was no change or indication on echo to alert the team of this issue.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guidecath is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, during device manipulation, the valve became entangled in the mitral apparatus and had to be surgically extracted. There is no allegation or suspicion of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.